Event description:
It was reported that a patient experienced a leak during peritoneal dialysis therapy. The patient was connected at the time of the event. As soon as the transfer set was opened, solution started leaking from the tubing coming out of the cassette door. The patient would continue therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. Function testing was performed including flow testing, fluid pressure testing and visual. Functional testing of the returned sample verified a hole in the tubing near the patient line connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause was determined to be a hole in the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.